Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional patient/event details have been requested. Should additional information become available, a follow-up report will be submitted.

Event description:
The complainant reports prior test before use of the device it was noted the balloon was asymmetric and a thin spot was found. It was further reported they did not use the device on the patient but, used another foley catheter.